Event description:
The technician at the site stated they forgot to screw in the four collimator bolts and turned the gantry, allowing the collimator to fall to the floor. There were no pt involved, and no injuries. The customer had reportedly ordered a replacement for the damaged collimator.